Manufacturer narrative:
Correction: section b5. This section only mentioned the loss of radio frequency (rf) telemetry and should have also included the loss of inductive telemetry. Correction: section h6. An additional code for "1332, failure to interrogate" should have been included".

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation was attempted; however, the implantable cardioverter defibrillator (ICD) could not be interrogated with radio frequency (rf) telemetry nor inductive telemetry. The physician explanted and replaced the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of no wireless and no inductive telemetry communication was confirmed. The device was received at end-of-life voltage level (eol) with no telemetry and no output. The device was implanted 9.63 years, which exceeds its projected longevity and is consistent with normal estimated service life. After replacing the battery, the device consistently makes good inductive and wireless telemetry without any issue. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation was attempted however, the implantable cardioverter defibrillator (ICD) could not be interrogated with radio frequency (rf) telemetry. The physician explanted and replaced the ICD. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.